Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during testing in (B) (6) 2009, 3 channels showed hi and then in (B) (6) 2009, this had increased to 5 channels with hi.